Manufacturer narrative:
Device is not distributed in the united states. Device received at synthes (B)(4) and is in the eval process, no conclusion can be drawn.

Event description:
Device report from (B)(4) indicates on (B)(6) 2011, the plate fractured and device was explanted.